Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and the instrument data, the fse discovered a damaged u-seal, red tape that was stuck, and probes misaligned. The fse replaced the u-seal and re-aligned the probes. The fse ran a system check twice, and it passed both times. It was also discovered that the sample tubes were not being centrifuged according to the tube manufacturer's recommendations. The cause of the discordant, falsely elevated troponin result is unknown. The cause of the sample tubes being centrifuged outside of manufacturer recommendations is user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on a patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s), who questioned the result when sequential draws resulted lower. The sample was rerun, and the rerun result was reported to the physician(s). The patient was admitted to the hospital due to the falsely elevated troponin result. An electrocardiogram, an echocardiogram, and a chest x-ray were performed, and the patient received heparin. There are no reports of adverse health consequences due to the discordant, falsely elevated troponin result.